Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had moved and exhibited reduced sensing and high threshold measurement. The lead was then successfully revised. This rv lead still remains in service. No additional adverse patient effects were reported.